Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) were exhibiting high pacing impedance measurements greater than 2,000 ohms. The patient was seen in clinic and the impedances were 1,441 ohms. The programmed configuration was lv tip to lv ring. Pacing thresholds measurements were 0.7 volts at 0.5 ms. In a review of the daily measurements the impedances had been in 1,200 to 1,400 ohms range. There were no additional attempts reported to troubleshoot the issue. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated there was only one measurement that had exceeded the 2,000 ohm limit. All other lead measurements were within normal ranges and there was no noise noted. The physician is aware of the issue and planned to monitor.